Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected bolus stopped alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump kept getting bolus stopped alarm and rewind required pump error during rewind and bolus delivery. Blood glucose was not provided at the time of the incident . Customer was assisted clearing the alarm but did not complete troubleshooting as the device will be replaced due to recurring alarm. The insulin pump will be returned for analysis.